Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0074) was removed from service due to a lead fracture. Another cpi lead (0125) was implanted.